Manufacturer narrative:
(B)(4). Catalog#: zteg-2pt-38-28-159-pf. Similar to device under 510(k) p0700169. (B)(4). Summary of investigational findings: the investigation of this complaint was only based on the reported information and the work order. The reported information states two type of difficulties. The first one seems to be related to the tortuos anatomy while the second one is related to advancing the system through the artificial vessel. The cause of this type of advancing difficulty cannot be stated of the reported information why the cause of this complaint is unknown. The history record of the device appeared to be correct and complete with no evidence to suggest that the device was not manufactured according to spec. The device IFU states the following: patient selection, treatment and follow-up adequate iliac or femoral access is required to introduce the device into the vasculature. Careful evaluation of vessel size, anatomy and disease state is required to assure successful sheath introduction and subsequent withdrawal, as vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude introduction of the endovascular graft and/or may increase the risk of embolization. A vascular conduit technique may be needed to achieve access in some patients. Implant procedure: do not continue advancing the wire guide or any portion of the introduction system if resistance is felt. Stop and assess the cause of resistance; vessel, catheter, or graft damage may occur. Exercise particular care in areas of stenosis, intravascular thrombosis, or calcified or tortuous vessels. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a (B)(6) male patient who had undergone tevar with tx2 implanted in the descending aorta before underwent additional tevar for acute type b dissection in the descending aorta with tx-d. The procedure was planned as below. Planned procedure: placing zteg-2pt-38-28-159-pf/ e3300675 just above the celiac artery with an overlap with a previously placed tx2 and placing a bare stent with an overlap with an abdominal artificial vessel. Access routes (both right and left) which had also been replaced with artificial vessel, more than f8mm, were dilated with cook's dilators (20fr. 24fr.) In advance. A delivery system of zteg-2pt-38-28-159-pf/ e3300675 was advanced from the left side first, but it was blocked by tortuosity near the ta (near the flow divider of y graft) and could not advance. Approach was changed to the right side though, resistance was encountered. Cook's dilators (20fr. 24fr.) Were used to secure the access route to advance the delivery system again. However because the physician complained that the torque was not being transmitted to the tip of the delivery system, the access route was dilated with the dilators again for retry, but it was decided to convert the procedure to open surgery since the anastomosis site of the artificial vessel was nearly breaking. Despite an attempt of approach by open surgery, too tight adhesion kept the artificial vessel from being exposed for device insertion. Therefore, access was regained from the previous right approaching point. The delivery system was advanced again though, it could not be inserted into the artificial vessel at all maybe because hydrophillic coating became inactivated due to repetitive attempts of insertion/ retraction of the delivery system. During several attempts, blood started leaking from the anastomosis site of the artificial vessel, which made the physician decide to stop the procedure/ operation. Then, surgical repair of the abdominal part and the right access route was conducted, but no further treatment was performed. There have been no adverse effects reported after the event. Additional information received on 27apr2016: the site of the type b dissection is more distal than the edge of the previously placed tx2, so the tx2 is not related to the dissection. Patient outcome: there have been no adverse effects reported after the event.